Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a foreign fiber was found on the right atrial (ra) lead prior to implantation. The lead was never implanted. An alternative ra lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation on the sleeve head had foreign material. If information is provided in the future, a supplemental report will be issued.